Manufacturer narrative:
B3/d10 (event date): the event occurred on an unspecified date in (B)(6) 2024, further described as "over the weekend." E1: initial reporter address: (B)(6). E1: initial reporter phone no.: (B)(6). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was reported from an unspecified location which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in line/set) alarm. It was not known if the home patient (hp) was connected at the time of the alarm. This occurred during use of the device for peritoneal dialysis (pd) therapy. During troubleshooting, it was reported that there was a leak from an unspecified location. There was no report of patient injury or medical intervention associated with this event; however, the patient was provided treatment for wet contamination. No additional information is available.

Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.. Should additional relevant information become available, a supplemental report will be submitted.